Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited impedance measurement out of range on the right ventricular (rv) lead. Subsequently, a revision procedure was performed, and the rv lead was surgically abandoned, while the crt-d was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.